Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both the tamper seals were intact. The investigation found the device cracked on bottom case. The pump event history showed a motor rate error in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during occlusion testing. The technician found a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause of the reported issue due to normal wear, part was over 8 years old. The technician replaced the motor assembly, worm gear, leadscrew and clutch halves. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that a motor rate error was observed during software version update. No patient injury was reported.